Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no issues that could have caused or contributed to the reported issue. The device was found out of specification in relation to the customer reported 'upstream occlusion' which were verified through a review of the event history log but not reproduced during evaluation. The upstream occlusion testing was not performed due to a reload set error. The reported condition was verified. The cause was determined to be an out of specification and failed calibration ultrasonic sensor. The ultrasonic sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted. The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no issues that could have caused or contributed to the reported issue. The reported condition could not be verified as evaluation did not properly assess for the reported condition of 'under delivered volume' due to a reload set error that was unable to bypassed. The device will be required to pass all calibration and testing prior to being returned to the customer. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed upstream occlusion and experienced under delivered volume. This occurred during an unspecified process step. There was no patient involvement. No additional information is available.